Manufacturer narrative:
Evaluation of the device confirmed the complaint of one of the two spike tips breaking off. The break is angular in nature. There are no material voids at the break area. The broken tip was not returned for evaluation. The break is consistent with excessive force being applied. CAPA has been opened to investigate tips bending and breaking.

Event description:
The tip broke inside of the patient's bone requiring undo of the repair, fishing out of the blade and redoing the repair over. The repair was on the anterior portion of the acetabulum and that the tip was removed under fluoro. The patient never left the room. The repair was checked under x-ray in the room when it was noticed that the tip was in the patient's bone under the labrum. The surgeon released the labrum and removed the broken tip. When the labrum was released, the suture was cut from the anchor and the anchor left in place supplying no fixation. The labrum was then reattached with an additional anchor.